Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reset the pump using provided information, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any future issues arise.